Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm during a set change. Customer reported having a bent cannula. Blood glucose level was 285 mg/dl at the time of the call. Customer reported treating with a manual injection. Customer declined troubleshooting for high blood glucose levels. No further information was provided.